Manufacturer narrative:
Additional initial reporter: (B)(6). Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Reported via medwatch # (B)(4) received 26-march-2024. From staff: doctor attempted to put a wire through wire port on the balloon pump in attempt to remove it, the wire would not pass through the port. The doctor then cut the balloon pump tubing above the port to bypass the port with the wire in order to remove balloon pump. The wire was not successful getting through the tip of the balloon pump balloon. The sheath and balloon needed to be removed together utilizing manual pressure and a fem stop while on the procedure table. There was no patient harm or adverse event reported.

Event description:
Reported via medwatch # 2000330000-2024-8022 received 26-march-2024. From staff: doctor attempted to put a wire through wire port on the balloon pump in attempt to remove it, the wire would not pass through the port. The doctor then cut the balloon pump tubing above the port to bypass the port with the wire in order to remove balloon pump. The wire was not successful getting through the tip of the balloon pump balloon. The sheath and balloon needed to be removed together utilizing manual pressure and a fem stop while on the procedure table. The iab was in use for 154 minutes, from 1308 to 1542. There was no patient harm or adverse event reported.

Manufacturer narrative:
Gfe response received 21may2024 - updated field(s): describe event or problem; other relevant history; concomitant products. Occupation: assistant coordinator & policy gatekeeper, risk management. The iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The guide wire was returned inside the iab inner lumen. The guide wire was observed to have a bend near the j-tip the technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. An occlusion can cause difficulty inserting the guide wire into the inner lumen. We are unable to determine how this may have occurred. The evaluation confirmed the reported difficulty to insert guide wire. We were unable to confirm the reported difficulty to remove the iab as we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID (B)(4).